Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging a "hi" message on his one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the reporter and obtained the following information: the patient had been obtaining hi all morning on (B) (6) 2010 and the reporter had been treating him with insulin based on a sliding scale. She knew that hi was that the reporter's blood glucose was over 600 mg/dl. Each time she would check him during the day, the meter would display a hi and she would treat him with more insulin each time. He was not exhibiting any symptoms during the hi reading. The patient obtained another result of hi on the meter on (B) (6) 2010 at 2:00pm. The patient was not exhibiting any symptoms at the time of testing. The reporter felt that was incorrect and decided to test the patient on his back up meter and obtained a 325 mg/dl on a precision meter at 2:10 pm, time difference between the 2 meters was less than 10 minutes from another. The reporter then treated her husband with insulin based on a sliding scale. Approximately 15 minutes later, the patient exhibited symptoms of feeling clammy, sweaty, dizzy and shaky. Reporter then tested the patient on his lfs meter again and obtained a low reading. She then treated him with glucose tablets and food. He felt better 30 minutes later. The product was replaced. The complaint is being reported since the reporter alleged that she treated her husband based on the meter results and later her husband developed symptoms suggestive of hypoglycemia and had to treat him with food to elevated his blood glucose reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.